Event description:
It was reported the programmer will not power on. Power cord was replaced and still no power up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not power on, the power supply was out of electrical specification and was replaced. (B)(4).